Manufacturer narrative:
Follow-up #1: date of submission 08/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2016 with the following findings: investigators were unable to confirm the complaint the black box history and were unable to duplicate it during the actual testing. The pump was evaluated and found to be operating within required specifications. No errors, alarms or warnings were duplicated during the investigation. A 24 hours duration testing passed with no alarm occurrences.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm 007-0a0z0010 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.